Manufacturer narrative:
Concomitant medical products: 6940, lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after their implantable cardioverter defibrillator (ICD) sounded an audible tone. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with oversensing, sensing integrity counter (sic) and high rate non-sustained episodes which resulted in pacing inhibition. The physician noted that the patient had received an electronic foot massager, and the device started beeping while patient was using massager. After hearing the tone the patient read the warning from the foot massager that advised not to use the massager if you have a pacemaker. The patient indicated the times associated with the oversensing episodes correlate to the time they were using the foot massager. The lead remains in use. No patient complications have been reported as a result of this event.